Event description:
It was reported that during a right flexible urs, litho with holmium laser treatment procedure, a balloon tear occurred. The target lesion was in the right ureter. A u2q/6-4/5.8/75 10cc liwg kit had been selected for use. The balloon catheter had been advanced into the patient. At an unspecified time during the procedure, the physician attempted to inflate the balloon, but the balloon would not inflate. It was noticed that the balloon had a tear. The procedure was not completed as another of the same device was not available. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.